Event description:
The reporter stated that she did back to back blood glucose testing, one after the other, using different finger sticks and strips. The results were 143 and 110 mg/dl. She did not have any symptoms. A control test of 129 mg/dl was in range. The reporter stated that her meter had not been cleaned. In follow-up the lifescan rep reviewed qc procedures, and was told the the reporter's husband (who assists her with testing) is familiar with necessary procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8